Event description:
Pt had a piece of black foam dressing left in a wound. The pt was a home care pt that required a four-day hospital stay due to reasons unrelated to v.a.c. Therapy. They continued with v.a.c. Therapy while in the hosp but after returning home, the home health agency personnel found black foam embedded in the wound. The home health agency had been using white granufoam dressing. The pt went to the e.r. Where some of the black foam was removed. Additional black foam was removed later by the doctor and the home health nurse. The pt was further scheduled to see the doctor for determination if surgery was required to remove more foam.